Event description:
It was reported that during implant the lead exhibited an insulation anomaly. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found excessive foreign material on the outer insulation at 30 cm from the connector pin.